Event description:
It was reported that during use there are cracks in the foley catheter tube. Also please investigate both the catheter and the bag tube.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital, of occupational health and safetyinitial reporter phone number: (B)(6)initial reporter fax number: (B)(6)the investigation is still in progress. Once the investigation is complete a supplemental report will be filed.this report references a us equivalent device. The us UDI equivalent for this product number is used.h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.